Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis, who had previously undergone surgical aortic valve replacement (non-medtronic), was admitted to the hospital with a mean pressure gradient of around 45 mmhg and opted for transcatheter aortic valve replacement using the evproplus-23. During the procedure, the valve was deployed following best practices, and the physician decided to perform a post-dilation using a 20 millimeter (mm) non-medtronic balloon (zmed). During the post-dilation process, the valve dislodged. Another valve was subsequently loaded and deployed successfully. The procedure went well, and the patient was fine. No patient complications have been reported as a result of this event. Additional information was received that the post-implant balloon dilation was performed during rapid pacing due a valve gradient of 25 mmhg.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012526098); product type: 0195-heart valves. Product ID evproplus-23 (serial:(B)(6)); product type: 0195-heart valves; implant date 2025-04-19; explant date product ID d-evprop23-29 (lot: 0012558060); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis, who had previously undergone surgical aortic valve replacement, was admitted to the hospital with a mean pressure gradient of around 45 mmhg and opted for transcatheter aortic valve replacement using the evproplus-23. During the procedure, the valve was deployed following best practices, and the physician decided to perform a post-dilation using a 20 millimeter (mm) non-medtronic balloon (zmed). During the post-dilation process, the valve dislodged. Another valve was subsequently loaded and deployed successfully. The procedure went well, and the patient was fine. No patient complications have been reported as a result of this event.